Event description:
Pump alarm heard. Telemetry confirmed a critical alarm was occurring; alarm due to "reset occurred - low battery". The pump was replaced. The patient had no symptoms. The pump was delivering fentanyl (750 mcg/ml, 100mcg/day).

Manufacturer narrative:
Catheter model 8709; serial # (B)(4); implant date: (B)(6) 2005; explant date: na.